Event description:
A malfunction alarm with code malf 12 was reported by the customer, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code appears again.